Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the h2tuv handpiece got extremely hot and could not be held. When tested in house, the tip of the instrument attached to the handpiece became red hot. The case was completed with a new instrument. There was no consequence to the pt.